Event description:
A surgeon reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The trailing haptic became caught in the cartridge and dislocated from the iol. The incision was enlarged to accomodate removal of the iol and a vitrectomy was performed. Another lens was inserted and the patient's outcome was good.